Manufacturer narrative:
An evaluation was performed by the supplier and could not confirm the customer complaint for the screen went black. A visual inspection was performed and showed the scope to have minor distal tip and fiber damage. No manufacturing related defects were observed. No further investigation is required. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a knee scope procedure, when the scope was hooked up, the screen went black. A backup device was not available. No patient injury or complications were reported.